Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report, the patient underwent a repositioning of the implant housing and after that the patient no longer had hearing impression on channels 8 through 12. Speech understanding dropped significantly, therefore the device was explanted. Most likely the electrode array was partially pulled out of the cochlea during the revision surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
During a fitting session on (B)(6) 2015 the device was fully functional. However, the patient mentioned that something behind his ear was not ok and after examination it was found that the implant was movable under the skin. The patient underwent surgery to reposition the device. Subsequently, during the fitting session on (B)(6) 2015, the patient no longer had hearing impression on channels 8 through 12 and these channels were disabled; speech understanding dropped significantly. The device was explanted. Per the surgeon, the electrode was partially dislocated.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
During a fitting session on (B)(6) 2015 the device was fully functional. However, the patient mentioned that something behind his ear was not ok and after examination it was found that the implant was movable under the skin. The patient underwent reposition surgery. Subsequently, during the fitting session on (B)(6) 2015, the patient no longer had hearing impression on channels 8 through 12 and these channels were disabled; speech understanding dropped significantly. The patient was explanted of the device.